Event description:
A malfunction with a code was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after successful reset, the malfunction did not recur.